Event description:
It was reported that the patient had a catheter inserted for a back surgery seven months ago. The patient started experiencing some incontinence with an artificial urinary sphincter (aus). No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Event description:
It was reported that the patient had a catheter inserted for a back surgery seven months ago. The patient started experiencing some incontinence with an artificial urinary sphincter (aus). No information was provided about the patient's outcome.